Event description:
It was reported that 10 of the bd nano¿ 2nd gen pen needle did not deliver medication. The following was received by the initial reporter: consumer reported found 10 pen needles that clogged during injection. Discarded these 10 pen needles. Informed consumer of proper non patient placement and to complete a flow check with each injection

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 05-oct-2023 h6: investigation summary customer returned (10) unopened 32g 4mm pen needles from the lot# 2306490. It was reported by the consumer that she found 10 pen needles that clogged during injection and injection site had a lump. The returned samples visually examined and observed no issues. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0092 in 2. 0.0093 in 3. 0.0092 in 4. 0.0092 in 5. 0.0093 in 6. 0.0093 in 7. 0.0092 in 8. 0.0093 in 9. 0.0093 in 10. 0.0092 in all of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of needle point was inspected using magnification and no defects were found. No debris was found at the tip of the needle. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Functionality test was performed and proper flow of insulin was observed without any issues, no issues of any kind were observed and all the pen needles were functioned as intended. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unconfirmed: embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that 10 of the bd nano¿ 2nd gen pen needle did not deliver medication. The following was received by the initial reporter: consumer reported found 10 pen needles that clogged during injection. Discarded these 10 pen needles. Informed consumer of proper non patient placement and to complete a flow check with each injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.